Event description:
It was reported that approximately three months post implant, implantable pulse generator (ipg) program check revealed the estimated service life left was 5 months. It was indicated that the ipg exhibited premature battery depletion during warranty period. Physician commented parameters were not ideal and caused the premature battery depletion. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.